Event description:
Error 240.4150 occurred. Mechanism assy- noisy, case front- damaged/cracked, pressure sensor- check IV and door assy- damage- other. There was no patient involvement. (B)(6) 2018 11:47:54 (B)(6). Po for $365 (B)(6). Shipping & billing address confirmed. Npi. Cc info: visa (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The device was previously returned for service related to the complaint or service history. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).